Event description:
It was reported that the healthcare professional (hcp) could not communicate with the device using the clinician programmer. It was noted that the implantable neurostimulator (ins) was just replaced and the patient was in recovery. The ins was deeper than normal with bandages on top. The hcp removed the bandages and changed the clinician programmer batteries, but still could not communicate with the device. It was noted that it does a few flashes, but never communicates, and the antenna was extended. It was noted that they could not get the device turned on. It was indicated that they had to sedate the patient to get him to stop shaking. The hcp had used the clinician programmer on a pump earlier in the day and it worked fine. Additional information received reported that the pocket was moved from a revision case. It was noted that the doctor was trying to communicate with the old pocket that did not have a battery in it.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Product ID: 3387, lot# b055601, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).